Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 56 mg/dl at the time of the incident. Current blood glucose was 167 mg/dl the customer was assisted with troubleshooting and declined for low blood glucose. Customer will not be returned device for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose went low and she treated it and sensor glucose says it was 40 mg/dl and blood glucose of customer was checked it was actually 167 mg/dl.